Event description:
Pulmonetic systems, inc. Received the following report from a representative of pulmocare: event date/time: 2003 at 11:00 am; place of incident: school; patient's father contacted pulmocare approximately 11:15 am. Reporting ltv 950 had "shut down" while on the patient. Pt bagged for approx 3 minutes before placing on backup. Patient's mom was at home and delivered bedside vent to school 30 minutes after incident. Pulmocare equipment tech picked up vent same day and noted a "squeaking/grinding" sound from area of the turbine with no air coming from vent and "disc/sense" alarm. This vent was reported by patient's mother approximately dec 2002 as causing "high pitched screaming sound" that was intolerable. No one else heard it out of approximately 15 care related people. Vent was switched, at that time from bedside to transport when usage excludes mother's presence. No patient harm. Nurse ambu-bagged (CPR). Alarms noted: visual and audible "disc/sense" and "low pressure"; accessories used: hme, o2 source- cylinder; power source at time of event: external battery; primary power source: external battery. Patient fully ventilator dependant.